Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a fault code that indicated the ICD was unable to charge within the maximum alotted time and diplayed a warning that a possible malfunction had occurred. It was also reported that the battery status was reported as end-of-life (eol) and the patient had never been followed since implant.